Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead had ventricular fibrillation (vf) which was converted after 6 shocks during elective device change out. Defibrillation threshold (dft) test was performed but unable to convert with 31 jolts and 41 jolts. Subsequently, x-ray examination revealed the rv lead was dislodged into the right atrium in which the tip of rv lead was across the tricuspid valve and the superior vena cava coil was near the device. The patient never followed up in the clinic post implant. Further, the physician attempted to reposition the lead but was unsuccessful. The rv lead was surgically abandoned and was replaced with a new lead. No additional adverse patient effects were reported.